Event description:
Complainant alleged that during a shift check, the autopulse® resuscitation system displayed a "system error-out of service" message, that was unable to be cleared by powering the device on/off. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
The autopulse platform (B)(4) was returned to the manufacturer for analysis. The reported problem of the platform displaying a "system error-out of service" message was confirmed. A review of the archive exhibits multiple 132 (internal watchdog timeout) error messages. Functional testing was performed and the autopulse was rebooted three times. After the error code was cleared, the platform passed functional testing. Further inspection revealed that the platform had a defective power distribution board (pdb). Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.